Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy and meniscus repair procedure on (B)(6) 2020, it was observed that the pistol hand grip on the truespan meniscal repair system peek 12 degree device seem to be broken that the device did not work; and that it was out of order every time. Another like device was used to complete the procedure with a delay of five to ten minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during an knee arthroscopy and meniscus repair ten truespan meniscal repair system peek 12 degree did not work, the system was out of order every time, all 10 pistol hand grips seem to be broken. The complaint device was received and evaluated; visual inspection reveals that there are no anomalies or structural damage on the outside of the device. We could confirm the presence of both implants; however, they were already deployed. The integrity of the sutures was verified, they were found to be in good structural conditions. The functional test of the red trigger was performed several times, no stuck or damages could be found. Due to the both implants were found to be deployed, this complaint can be confirmed. A possible root cause can be attributed to the handling of the device, the operator probably did not introduce the needle to the appropriate depth resulting in a non desired deployment, then a second try ended with both plates deployed, however this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device [6l60683] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.